Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 9 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved and the patient presented bone type iii.